Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient's hip was infected. Surgeon wanted to do an I&d head and poly swap. Patient had an existing competitor's cup implanted with dual mobility. The only implant removed of ours was the ts 28mm +1.5 head. Doi: (B)(6) 2018; dor: (B)(6) 2018; right hip.

Manufacturer narrative:
(B)(4). Investigation summaryno device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.